Event description:
A (B)(6) old male pt contacted zoll lifecor customer support to report that he was watching television when the device vibrated and was followed by a siren alarm. A review of the pt's download revealed an abnormal rhythm, suggesting the pt's belt was defective. The pt's electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. The reported problem has been confirmed. The arrhythmia alarms were caused by noise on both the ss and fb channels. Upon evaluation, it was discovered that the cause of the noise was due to a short in the trunk cable signal wires to shield. The root cause of the short in the cable cannot be positively determined. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.